Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier china registry it was reported that patient experienced angina. In (B)(6) 2018, index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) extending up to the distal lad with 80% stenosis and was 13 mm long, with a reference vessel diameter of 3.75 mm. The lesion was treated with the placement of a 3.5x16 promus premier stent. Post-dilatation was not performed. The residual stenosis was 0%. Three days later, the subject was discharged on aspirin and other medication. In (B)(6) 2019, the subject was diagnosed with unstable angina and was hospitalized on the same day. It was noted no action was taken with regards to this event. Eleven days later, the event was considered to be resolved and the subject was discharged on the same day. It was further reported that following the index procedure stent placement in (B)(6) 2018, post dilatation was performed with residual stenosis of 0%. Three days later, the subject was discharged on aspirin and antiplatelet medication. It was also noted that in (B)(6) 2019, the subject was discharged on aspirin and other antiplatelet medication.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that patient experienced angina. In (B)(6) 2018, index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) extending up to the distal lad with 80% stenosis and was 13 mm long, with a reference vessel diameter of 3.75 mm. The lesion was treated with the placement of a 3.5x16 promus premier stent. Post-dilatation was not performed. The residual stenosis was 0%. Three days later, the subject was discharged on aspirin and other medication. In (B)(6) 2019, the subject was diagnosed with unstable angina and was hospitalized on the same day. It was noted no action was taken with regards to this event. Eleven days later, the event was considered to be resolved and the subject was discharged on the same day.